Event description:
Ous MDR - it was reported that the pacing threshold had already increased during the first follow-up, one week after the implantation. During the next follow-up, a month later, the pacing threshold could no longer be measured. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was only available in fragments in 2 parts, with 2 cm of the overall length missing. The morphology of the cut surface indicates that the separation of the lead probably occurred in connection with the explantation. The returned fragments were visually and electrically examined. No anomalies were found during the measurement of the direct-current resistances of the electrical conductors. The inspection showed a torqued inner conductor helix close to the is-1 connector pin as a result of excessive mechanical stress. The analysis showed that an over-rotation of the screw mechanism should be considered as cause. During the analysis, it became clear that the fixation screw was severely stretched and bent in the returned state of the lead. This damage manifestation requires excessive mechanical stress and was with high probability caused by strong tensile forces during the explantation of the lead. The cuts in the insulation probably also were made during the explantation. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.